Manufacturer narrative:
Internal complaint reference : (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided x-ray shows the broken tip of the punch tap device in the bone. A clinical review states the provided undated, unlabeled x-ray revealed the broken punch tab tip was retained in the bone. However, the root cause of the reported punch tab tip breakage cannot be determined. Per the complaint, the non-implantable punch tab tip was retained in the patient¿s hard bone, therefore, micro-motion and/or migration is unlikely. Based on the information provided, the surgeon made an additional bone hole to complete the surgery. However, it is unknown is there was a delay in the procedure. Since there was no patient harm or other complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair case with a healicoil knotless self-tapping anchor, a punch tap was used to prepare the bone hole. However, halfway through the preparation, the tip snapped and remained lodged in the bone. An additional bone hole was needed to use the anchor. It is unknown if there was a delay, no patient injury or further complications were reported.